Manufacturer narrative:
A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced seven different incidences, which were associated with separate units, involving and unknown number of patients. This is the seventh of seven reports. Refer to 8030647-2018-00086 for the first patient or report, refer to 8030647-2018-00087 for the second patient or report , refer to 8030647-2018-00088 for the third patient or report , refer to 8030647-2018-00089 for the fourth patient or report , refer to 8030647-2018-00090 for the fifth patient or report, refer to 8030647-2018-00091 for the sixth patient or report. It was reported that a weak connection between the corrugated (flex) tubing and the suction elbow is causing ventilator disconnects. Per additional information received (B)(6) 2018, the circuit was heated and humidified. The nurse reports that the disconnect occurred when the patient was being turned. No injury or medical intervention required. No further information has been made available at this time.